Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tab broke off of the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. It is presumed that external stress was applied to lock lever of the connecting tube, which broke the lever, and the tube was unable to be connected. As a cause of the external stress above, the user may have applied force toward incorrect direction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected by following the instructions for use which state: visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device. Additional information added to fields h2, h3 and h6.